Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No product malfunction has been reported. Patient was reported doing well post surgery. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessel..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." Product remains in-situ.

Event description:
On (B)(6) 2017, patient underwent a vertebral body replacement procedure at l3 level. Reportedly, during the corpectomy bleeding was confirmed potentially from the segmental artery. Hemostasis was performed and bleeding stopped. Blood transfusion was performed leading to additional 30 minutes of surgery time. Patient is reported to be doing well post-surgery.